Manufacturer narrative:
(B)(4). The device was manufactured (b)(6 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. The device had been connected to the patient for 48 hours; however, the nurse indicated that the device was still full. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.